Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 6 failed to close. The field service engineer (fse) found that an incorrect inseparable was installed on the unit. A new inseparable was installed, and the drawer was tested with the customer to confirm proper operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 6 failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.